Manufacturer narrative:
Device passed self test, sleep current measurement, active current measurement and displacement test. No battery alert noted during testing. Pump error found in the pump history (linenumber = 5632 and filenumber = 2005) due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump alarmed second time software error detected after restarting the insulin pump. The customer¿s blood glucose was 173 mg/dl. The troubleshooting was done. The customer was also reported that the insulin pump had failed battery alarm. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.